Event description:
Boston scientific received information that this right atrial (ra) lead was found to be dislodged one day after implant. As a result another procedure was performed to explant the lead and implant a new lead. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.